Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-03770. It was reported that the patient experienced ineffective stimulation due to lead migration. Reportedly, the patient often stumbles. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post procedure.